Event description:
It was reported that the battery remaining in this device has decreased to 47% at the last follow-up. The device is in an advisory. The doctor suspects premature battery depletion and would like technical services to review the device data the device remains implanted. There were no adverse patient effects. Mp field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
There was a data analysis from engineering. The engineering analysis confirmed normal battery depletion. The device remains implanted.

Event description:
The engineering analysis confirmed normal battery depletion. The device remains implanted. It was reported that the battery remaining in this device has decreased to 47% at the last follow-up. The device is in an advisory. The doctor suspects premature battery depletion and would like technical services to review the device data the device remains implanted. There were no adverse patient effects. Mp field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.